Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the user had been unable to pull patients up on the station. The technical support specialist (tss) had received a call back from the customer and confirmed that the issue had again been due to a user error. The user had not been entering the required five characters to retrieve their medications. As per the customer's confirmation, the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es user had been unable to pull up patients on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.